Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the damaged tubing and improper irrigation cannot be established, as the product has not been returned for analysis despite requests for its return. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. However, media analysis of a picture attached with the incoming information confirmed a slight kink in the tubing of the sheath. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive sheath device confirmed that the event of damaged/defective and difficult to irrigate is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established. Although media confirmed the damage to the sheath tubing, the cause of the irrigation issues the customer experienced with the sheath could not be determined in lieu of the device return.

Event description:
It was reported that the sheath tubing became damaged which prevented proper irrigation flow. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. Repeated catheter manipulations damaged the sheath tubing. Catheter rotations led to the tubing becoming entangled with other cables, which progressively damaged the tubing and prevented proper irrigation flow. The sheath was replaced and the procedure was completed. No patient complications were reported. The device was not returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath tubing became damaged which prevented proper irrigation flow. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. Repeated catheter manipulations damaged the sheath tubing. Catheter rotations led to the tubing becoming entangled with other cables, which progressively damaged the tubing and prevented proper irrigation flow. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.